Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to low peak inspiratory pressure. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and overhead blower filter were replaced to address the issue.